Manufacturer narrative:
Analysis of the instrument data provided indicates that the cause for the biased low troponin I results is user error. The account used the incorrect calibrator in calibration of the tni flex reagent cartridge. The ctni calibrator (catalogue number rc621) was used rather than the correct tni calibrator (catalogue number rc621) called for in the tni flex reagent cartridge instructions for use. The calibration was in place between (B)(6) 2016 when an out of range low value was obtained for level 2 qc. The qc values had been biased low but within laboratory ranges in that interval until the (B)(6) 2016 data point. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased low qc results were obtained for troponin I on the dimension exl 200 instrument. Biased low results were obtained while an incorrect calibrator had been in use. Patient results were reported to the physician(s). No patient results were questioned while the incorrect calibrator had been in use. After the user error was discovered, the tni was recalibrated with the correct calibrator. The account preformed a lookback evaluation of patient samples tested within the interval of the calibration conducted with the incorrect calibrator. They determined that no discrepancies were noted with patient samples. No corrected results were issued. There are no reports of patient intervention or adverse health consequences due to biased low troponin I result.